Event description:
The surgeon has reported to the sales rep that the stem has broken into two pieces at the neck while placed in the patient. The patient is born (B)(6).

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.